Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual and functional assessment was performed on the device which found that the device will not run, had no power and when connected to the battery, the electronic control unit (ecu) made a high-pitched whining noise. During repair, it was observed that the there was an unknown liquid inside the gearbox and cavity for the ecu. It was determined that this type of damage is indicative of damage caused by immersion during cleaning which is failure to follow the directions for use and would be user error. The assignable root cause was determined to be due to improper cleaning. If additional information should become available, a suplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the battery reamer/drill device stopped working. The reporter stated that the device did not start again, even after a new battery device was used. There were no delays in the surgical procedure as a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.